Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted: (B)(6) 2014, 5071-53 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sent to the emergency room after a remote transmission with an alert for a right ventricular (rv) lead integrity warning earlier that morning was received and reviewed. An interrogation of the device showed increased sensing integrity counter (sic), intermittent noise on the lead, and five high rate-ns episodes resulting from picking up noise on the lead. The noise was able to be recreated by having the patient move their arms above their head, pushing their hands together and so forth. A possible lead fracture was suspected. It was determined that the patient needed a new rv lead, so detections were turned off and the patient was admitted overnight. A few days later the rv lead was capped and replaced. No patient complications have been reported as a result of this event.